Event description:
It was reported that the extension set of an interlink continu-flo three port manifold administration set became disconnected from the manifold. The reporter indicated that they had been recently in the practice of removing the stop cock from the set-up and connecting the extension set directly into the manifold. This occurred during a patient infusion of an unknown drug(s). However, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.